Manufacturer narrative:
(B)(4). Device discarded. Should the device be returned for analysis, a supplemental medwatch will be sent.

Event description:
It was reported that during a colon resection procedure the jaw hinge was damaged and the device would not open. The device was not on tissue. Another device was used to complete the case with no patient consequences. One device to be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the cable cut and the jaw damaged. Functional testing cannot be performed due to an instrument with cable cut off was received. Due to the damaged jaws we could not open and close them as required. There is insufficient evidence related to what caused the damage to the jaw; a probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.